Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they had the implantable neurostimulator (ins) moved down. There were no symptoms or patient outcome reported. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent. The indication for therapy was complex reg pain syndrome type I.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received in a patient letter reporting that the implantable neurostimulator (ins) being moved down was due to pain in the pocket where the implant sat. This was almost from the start. The patient stated that the first health care professional (hcp) put it in a bad spot. There was back pain associated with these issues. The patient stated that the ins worked great now and that the issues were somewhat resolved. The pain was less severe.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the device was moved to a different location on (B)(6) 2015 because the implant was not very comfortable for the patient. There were no device issues. There was nothing wrong with the device or the device did not cause the pocket issues.